Event description:
The micro sagittal saw was sent for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Signs of third party work on the motor assembly were noted during failure analysis. This unauthorized modification of the motor assembly can lead to overheating and/or the device not running. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Third party work on these devices often leads to premature failure and contributes to this specific occurrence. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.